Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-15623. It was reported that the patient was experiencing ineffective stimulation due to impedance issues. It was noted that the patient had excessive scar tissue that surrounding the implanted leads. As result, the entire scs system was explanted.